Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ stenosis and calcification. (No results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation. Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ stenosis and calcification. Inherent risk of procedure ¿ (stent deformation). Unable to confirm complaint ¿ (device or procedural images not provided for review). (B)(4).

Event description:
Physician was attempting to implant one resolute integrity drug-eluting stent (3.00mm x 38mm) in a calcified lesion in the rca with stenosis but the device failed to cross and when the device was examined it was noted to be fractured. Physician used 2 stents 3.00* 22 and 3.00 *18 resolute integrity to complete the surgery. Cine images and patient details not available.